Manufacturer narrative:
(B)(4). Date sent: 3/22/2023. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another reload and still got the same issue. Then changed the new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.